Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead, indicated the rv lead integrity alert,was triggered and indicated the impedance on the rv pacing lead was beyond the expected upper range. Beginning (B)(6) 2016, ventricular tachycardia (vt) non-sustained episodes with evidence of lead noise oversensing. During the week of (B)(6) 2016, maximum rv pacing impedance rose to 1197 ohms up from a trend in the 380-475 ohm range. Rv lead integrity warning occurred on (B)(6) 2016 for rv lead impedance variation in last 60 days and 2 or more high rate non-sustained tachycardia episodes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a possible fracture. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.